Manufacturer narrative:
See manufacturer investigation results attached. Device not returned to manufacturer.

Event description:
Clinical nurse was stuck by used needle 2 times. First time, after removing the needle from the patient's access and trying to engage the safety device, the needle went between the two pedals of the safety device and stuck the nurse's finger. The second time, after removing the needle from the venous side of the access, nurse pressed to hold the site, the needle from the arterial side pushed out through the access and stuck the nurse's finger. No further information on medical interventions, for both the nurse or patient, have been provided by the clinic.

Event description:
Clinical nurse was stuck by used needle 2 times. First time, after removing the needle from the patient's access and trying to engage the safety device, the needle went between the two pedals of the safety device and stuck the nurse's finger. The second time, after removing the needle from the venous side of the access, nurse pressed to hold the site, the needle from the arterial side pushed out through the access and stuck the nurse's finger. No further information on medical interventions, for both the nurse or patient, have been provided by the clinic.

Manufacturer narrative:
Reserve samples pending investigation results. Device not returned to manufacturer.